Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "diagnosis and management of adverse local tissue reactions secondary to corrosion at the head-neck junction in patients with metal on polyethylene bearings" written by darren r. Plummer, md, mba, richard a. Berger, md, wayne g. Paprosky, md, scott m. Sporer, md, joshua j. Jacobs, md, and craig j. Della valle, md published by the journal of arthroplasty http://dx.doi.org/10.1016/j.arth.2015.07.039 on 27 july 2015. The article's purpose: "to describe our experience with the diagnosis and treatment of patients with a metal-on polyethylene (mop) bearing, who presented with symptomatic altrs secondary to corrosion at the modular head-neck junction." The article reports out of 27 cases depuy stems were utilized in 3 cases and 2 of them had depuy acetabular components but the other was utilized with a non depuy acetabular component. The article does not identify which adverse events are associated with depuy products: pain, swelling, muscles weakness, limp, altr, revisions, recurrence of altr, re-revision, periprosthetic joint infection (successfully treated with a two-stage exchange, recurrent instability treated with revision to constrained liner, and peroneal nerve palsy that self resolved.